Event description:
It was reported the patient was implanted a few weeks prior to report. It was noted the patient also had a cardiac pacemaker and a defibrillator. It was noted when they tried to program the deep brain stimulator (dbs) on the day of report, it would ¿kick them out of the clinician programmer session¿ if the cardiac device was monitored at the same time with the clinician programmer. It was stated they wanted the pacemaker to be monitored while the programming was being performed so no artifact or interference would be detected during the programming session. It was noted the two implants were approximately 5-6 inches apart from each other and not the recommended 8 inches apart from each other. It was noted the doctor would try to place a metal pan or plate in between the two ¿neurostimulators¿ to try and deflect the signals. It was further reported a metal pan was used over the cardiac system which allowed the pacing system to be monitored and simultaneously allowed them to program the dbs device.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0euaz, product type: lead; product ID 3387s-40, lot# v a0euaz, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37651, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.